Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had hyperkalemia which caused an increase in t-wave amplitude resulting in t wave oversensing. The device is remains in use. No further patient complications were reported as a result of this event.